Event description:
The reporter stated that the surgeon implanted a 11.5 mm 1cm115v4 implantable collamer lens on (B)(6) 2006. On (B)(6) 2006 due to inadequate vault the lens was removed. Pt's post-op best corrected visual acuity 20/20.

Manufacturer narrative:
H6: results: visual inspection on the returned product showed that one lens haptic was torn off and missing. There was surgical residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.